Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. When a parameter on the device fails or there is otherwise a technical problem with the parameter or the device, the module is designed to generate audible and viewable inop messages to alert users/caregivers to a potential issue. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the spo2 fast board was defective and needed to be replaced. A replacement spo2 fast board was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the spo2 fast board. The reported problem was confirmed. The customer was provided with a replacement spo2 fast board to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the spo2 waveform disappeared during an examination. A good faith effort (gfe) was performed and it turned out that a inop was displayed at the time of the event. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the spo2 waveform disappeared during an examination. A good faith effort (gfe) was performed to clarify if the device displayed an inop at the time of the event, but no additional details were provided until yet. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.